Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported oops something went wrong screen. The event involved product(s) mmt-6102. Troubleshooting was performed. No harm requiring medical intervention was reported. No product return is required for mmt-6102.

Manufacturer narrative:
"An attempt to reproduce the reported event using the minimed mobile app (software version 2.5.0) installed on iphone 12 pro (ios 16.5) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the (B)(4), version e. The diagnostic logs show that carelink server was not reachable at the time of the login attempt but based on the timeframe of the report, the issue occurred during a carelink outage which caused the app be unable to log in. We provided the helpline with the instruction to try again since the outage seems to be solved now. The following steps can also address the issue if the issue is recurrent: 1. Perform a new login and pairing attempt now that carelink outage was resolved. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.